Event description:
The surgeon implanted a aa4203vf plate silicone lens. After the lens was implanted the surgeon realized that the wrong lens was implanted. The incision was enlarged to remove the lens. The iol injector, model msi-tm, lot # unknown. The iol injection cartridge, model mtc60c fp, lot # unknown.